Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving clonidine (200 mcg/ml at 38.49 mcg/day), bupivacaine (20 mg/ml at 3.849 mg/day), and morphine (20 mg/ml at 3.849 mg/day) via an implanted pump. The pump's indication for use (IFU) was noted as spinal pain. It was reported that the catheter was fractured so the entire catheter was replaced on (B)(6) 2016. In addition to the catheter replacement, the pump drug concentration was changed. Additional information was received from the rep on 2016-04-28. The rep reported that on 2016-04-20, the hcp's office staff called and stated that a catheter revision was going to occur on (B)(6) 2016. A dye study was previously performed, but the rep had no information on the date or results of the study. The patient stated that he was experiencing withdrawal symptoms, flu-like symptoms, and the pocket became edematous; it was unclear how long this had been going on. During surgery, a small hole was found at the connection site. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.